Manufacturer narrative:
Concomitant medical product: insyte autoguard peripheral IV access device; therapy date (B)(6) 2015. No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported an occlusion and back pressure during a high pressure injection using a smartsite. Upon disconnection of the tubing, there was a leak of normal saline spraying the patient. The smartsite was replaced with a non cfn saline lock and the exam was completed. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.